Event description:
The facility representative reported the device had a failure code. It is unknown when this failure code occurred. The hospital representative stated that there have been no reports of any patient injury or medical intervention associated with the incident. No additional information is known.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code was confirmed in the pump's history file during product evaluation. Inspection of the device found that this failure code was caused by corrosion on the pump head mechanism. The pump head mechanism was replaced.